Manufacturer narrative:
(B)(4). The device evaluation was completed. The reported event was an unspecified issue and during the event history log review it was noted that there were no therapies registered under the occurrence date of the event. However, the event history log noted a check patient line alarm, which was likely what the reported event was referring to. The sample evaluation also identified an issue with the membrane gasket which was changed. The device underwent visual testing, functional and electrical testing, along with a simulated therapy, which found no additional issues. The reported event was verified as a check patient line alarm and the cause was the membrane gasket. The membrane gasket was scrapped. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified failure (¿failure not communicated¿) occurred during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.